Event description:
A surgeon reported a two diopter unexpected postoperative outcome following intraocular lens (iol) implant surgery. He stated it is unk what the outcome is due to, but it could be due to a calculation issue. The lens was exchanged for a monofocal iol. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 05/22/2012, 06/04/2012 and 06/13/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).